Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the errors and replaced the integrated electro surgical unit (iesu) to correct the reported problem. System was tested and verified system was ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis and the reported problem was confirmed using artemis, which recorded recurring error c-34 and m-11 on 06/25/2026. During visual inspection, the unit was found to be in good cosmetic condition; however, a potential issue was identified that may be related to the reported event. During functional testing, the unit displayed error code m-11 when firing the second monopolar coag and cut, while a review of the erbe logs showed recorded errors c-00 and m-11. The probable root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, staff were encountering a repeated error c-34 on the integrated electrosurgical unit [iesu] (erbe). A power cycle of the system had already been attempted prior to contacting technical support engineer (tse) with no change in behavior. The tse recommended changing the setting to classic coag if the power cycling of the erbe did not resolve the issue. The procedure was completing as planned with no reported injury.